Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked this complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 2/03/2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap¿s height and width were within specification. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. The pump cover was removed and there were no intermittent condition found to the power circuit and there was no evidence of internal moisture.